Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no: unknown. Batch no: unknown.   It was reported that there are issues with a chloraprep applicator.   Verbatim: we found more at a different location.